Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. Based on device investigation, more than 50% of parts should be replaced to make the clamp functioning again. The erc clamp was manufactured on 2017. Customer will be asked if the clamp has to be return to his site to be scrapped or if it is possible to scrap it directly in the factory. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the erc clamp was making noise during procedure. There is no report of any patient injury. The device was investigated and it was clarified the alarm 'arterial clamp is defective' was displayed, with no possibility to operate the clamp. Therefore, the complaint from the customer is confirmed. Investigation found corrosion on the can cable, lightbarrier cable and control board. The spindle was blocked inside the clamp head (this is probably the reason why the customer heard noise).

Event description:
See initial report.

Manufacturer narrative:
H11: the involved clamp was manufactured in 2017 and according to the analysis of the complaints database no further events have been reported in the past related to this unit. Taking into account the investigation's results of previous similar complaints, livanova technical inspection and considering the manufacturing year of the claimed unit (2017), the issue can be due to: residues of dried fluids on the shafts, which obstruct the movements and generated noise; wear of the unit ball bearing. The wearing of electro-mechanical device can be originated by the specific use conditions at customer¿s site and may have contributed to the event.

Manufacturer narrative:
Based on the collected information the most likely root cause of the reported issue is wearing of the unit, likely due to age. The wearing of electro-mechanical device can be originated by the specific use conditions at customer's site and may have contributed to the event; however, there is no concerning trend for this kind of failure. Customer agreed to scrap the device.

Event description:
See intial report.